Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of curved rubber adhesive section was missing: known inherent risk of device. The malfunctions of sticky control unit, sticky up/down angulation lever plate, and a sticky universal cord were likely caused by cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a sticky control unit, sticky up/down angulation lever plate, and a sticky universal cord. The curved rubber adhesive section was also missing. There was no patient involvement.